Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer's mother stated that they cannot get battery cap to stay at opening and have had to tape it down as the plastic of the top of battery compartment has start to give. The customer stated that batteries have depleted very quickly since they started taping battery cap down. Customer stated that is not battery cap but plastic on pump that is faulty. The customer was advised to return the pump and we will replace it.